Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model #14678, serial# unknown), smartablate generator (model # m-4900-07, serial# unknown), smartablate pump (model# m-4900-08, lot# unknown), coronary sinus catheter (model# bd710df282ct, lot# unknown), soundstar catheter (model # m-5723-05 unknown, lot# 10439011). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a pericardial effusion was detected via soundstar catheter. Pericardiocentesis yielded an unspecified volume of fluid. The patient did not require extended hospitalization. Patient was reported to be in stable condition. Patient outcome was improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified product. There is no sheath information. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Generator was set on power control mode at 35-40 watts with standard settings (unspecified). There is no further information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set on standard stsf settings (unspecified). Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range.